Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited low impedances, the trend was chronically low. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.